Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) of 556 mg/dl. Reportedly, customer was treated with intravenous insulin drip. Customer left the ER 4 hours later with a bg of 289 mg/dl. On (B)(6) 2018, a clinical diabetes specialist (cds) adjusted the basal rate and also reported that the customer was under a lot of stress.